Event description:
It was reported that the during a scheduled device changeout, upon interrogation the atrial lead exhibited unacceptable thresholds. Upon opening the pocket, an insulation anomaly was noted on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : final analysis found insulation degradation at 4.5cm from connector pin.